Event description:
The customer alleged the extension cord was burnt out. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The extension cable, battery and control box were replaced for the customer. The battery and control box are considered as service and not part of the report. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. The electrical parts of hillrom lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems even as hillrom lifts comply to the above mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, hillrom states in the periodic inspection manual for liko mobile lifts (3en371001 rev. 5) it is stated under section 8: "verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear." In the instruction for use for sabina ii sit to stand lifts (7en155106 rev. 2) it is stated on page 4: "before lifting, always make sure that: the lifting accessories are not damaged" and on page 13: "if the charger cable is beginning to stretch, it should be replaced in order to minimize the risk of the cable getting stuck and breaking." If the instruction as outlined above are followed it is very unlikely for an injury to occur due to this error. Although the reported event did not result in a serious injury, the report of a burnt-out device's power cable could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.